Event description:
It was reported by the patient that the leadless implantable pulse generator (ipg) was unable to send a transmission. The device remains in use. The mobile monitoring application had no telemetry. Patient replaced batteries. Transmission attempt with washcloth after power cycling the reader. Advised that if still not successful and all troubleshooting was exhausted. Referred to clinic explaining they should make an appointment, bring in their monitor, and will need to have their device interrogated in office. Patient would work with clinic first. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.